Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain. The home patient (hp) had already cleared the error before calling. The baxter technical service representative (tsr) informed the hp of the error's meaning. The hp stated she did disconnect from the setup causing the error and reconnected also. The tsr gave the hp instructions on completing therapy and also instructed her to press stop when disconnecting from now on. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.